Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise was observed on this implantable cardioverter defibrillator (ICD), the night it was implanted. The noise was thought to be caused by air bubbles. This observation resulted in oversensing and 3 inappropriate shocks. The patient is not dependent and no pacing inhibition was reported. No adverse patient effects were reported and no further information is known.